Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for post-lumbar laminectomy syndrome reported seeing an informational power on reset (por) error code. The steps to clear the por were reviewed with the patient which resolved the issue. No patient symptoms were reported.

Event description:
Additional information received from a consumer reported the patient was simply recharging her battery when she received the power on reset (por) error message. The patient's activity level had remained the same and there had not been any changes in programming. If additional information is received, a follow-up report will be sent.